Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot. The review showed five mmrs generated during production of the subject device lot as follows: one record generated during production for features d7 and t2 on 357.366.1 being out of specification; one record was generated during production for feature l1 being undersized on es0003.78; one record was generated during production for an uneven finish on 357.365.4; one record was generated for incorrect vendor data for 357.365.3; one record generated and; one record was generated for incorrect vendor data for 357.365.3. Relevance to complaint condition cannot be determined until the returned product evaluated. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 130-degree aiming arm did not function properly during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016. As the yellow trocar was being pushed into the aiming arm, the device did not click as expected. The reporter noted that the devices usually lock together to prevent movement, but the aiming arm displayed undesired movements when locked together with the trocar during the case. Additionally, the 4mm, silver button at the top of the aiming arm rounded down along the outside edge and subsequently prevented proper holding. It was further noted that the silver piece at the top of the device appeared to be cracked. Despite the device not functioning properly and appearing loose, it was used to successfully complete the procedure with no reports of patient harm or impact to the case. No reported surgical delay or additional medical intervention. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the returned 130° aiming arm (357.366, 4781534) is included in the titanium trochanteric fixation nail (tfn) system and is used to perform helical blade insertion. The returned arm is over 10 years old, but seems to still be in decent condition. The arm reflects minor superficial damage including minor scratches and dents, however the four dowel pins which ensure that the aiming arm cap (357.365.3) remains attached to the aiming arm body (357.366.1) are still intact, and no damage which would contribute to the complaint condition was noticed in the region which interacts with the buttress nut (357.371). Since only the arm was returned and the associated buttress nut and blade guide sleeve were not, known mating parts including a blade guide sleeve (357.369, 6702210) and buttress nut (357.371, 5013309) were tested on the returned arm and found to mate as intended; therefore the complaint condition was unconfirmed. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned 130° aiming arm (357.366, 4781534) was manufactured on may 14, 2004 and the relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that what was initially reported as a trocar was really the blade guide sleeve. Concomitant device reported: blade guide sleeve (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.